Manufacturer narrative:
Event date has been estimated. Author information: yumino d, et al. (2021). Practice of home care for ivad patients. Medical corporation yumino. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Event date has been estimated. It was reported through the research article "practice of home care for ivad patients" that a patient had epistaxis in the middle of the night. An emergency home visit was conducted which resolved the bleeding. Progression of thrombocytopenia was confirmed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Multiple requests for additional information regarding this event were sent to the account, however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) (rev. A) is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.